Manufacturer narrative:
Additional summary: one needle-suture piece in two sections of product code were received for analysis/ fractographic evaluation. During visual inspection of the sample, the swage and attachment area were noted to be as expected; however, the tip of the needle was broken. In addition, it was not possible to determined which lot number it belongs. A fracture was observed at the tip of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch pc2632; expiration date: 02/29/2024. Date of mfg.: 03/22/2019. Batch pc2166; expiration date: 02/29/2024; date of mfg.: 03/02/2019. A manufacturing record evaluation was performed for the finished device pc2632, pc2166 possible lot numbers and no non-conformance's were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the laparoscopic cholecystectomy converted to an open procedure due to the needle breakage? If not, why was the procedure converted to open? Date of the initial surgical procedure what instruments were used to grasp the needle? Where was the needle grasped during use? What is the patient¿s current status?

Event description:
It was reported via user facility medwatch form that the patient underwent a laparoscopic cholecystectomy which was converted to an open procedure on (B)(6) 2019 and suture was used. During the procedure, the suture needle tip broke off. It was discovered immediately and the broken piece was retrieved without risk to the patient. There were no adverse patient consequences reported.